Manufacturer narrative:
Reporter telephone number: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as caused by an unspecified bacterium. On an unreported date, the patient was hospitalized ¿for half a month¿ for the peritonitis event and was treated with unspecified intraperitoneal and infused anti-inflammatory drugs. Dianeal therapy was ongoing. At the time of this report the patient was recovered from the peritonitis event. On an unreported date, the patient was discharged from the hospital. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.